Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during the initial drain. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) advised the hp to start over with new supplies and advised the hp to let the nurse know of the air detect alarm. On (B)(6) 2010, baxter product surveillance contacted the patient. According to the patient, he started over with new supplies and resumed therapy. The patient stated he did not see any holes or leaks in the cassette or lines and his transfer set is still functioning properly. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded. A batch review will not be performed as the lot number is not available.